Event description:
A 3.5mm tubular 6 hole plate used for collarbone fracture was broken after surgery. Revision surgery is being planned.

Manufacturer narrative:
Examination was not possible, as the product was not returned. Review of the device history records by depuy lelocle did not reveal any manufacturing deviations or anomalies for this product and lot numbers combination. A search of the complaint database found no prior reports for this part and lot number combination. The investigation could not verify or identify any product contribution to the reported event. Based on the investigation, the need for corrective action is not indicated. Depuy warsaw considers the investigation closed. Should the product and/or any additional information be received, the investigation will be reopened.